Event description:
It was reported that post a da vinci s hysterectomy procedure, the pt experienced unk complications. Exploratory surgery was performed shortly after and it was found that the pt required a vaginal cuff repair, which was performed the same day. No additional pt harm or adverse outcome was reported.

Manufacturer narrative:
On december 22, 2008, additional information regarding the event was provided by the site external system manger. It was reported that the exploratory surgery was performed six days prior, and the pt's vaginal cuff was repaired from below. It was noted that the pt's vaginal cuff appeared necrotic, possibly from excessive cautery during the procedure. Per the external system manager the surgeon has since undergone additional proctoring. Based on the information provided, it was determined that the da vinci s surgical system did not malfunction in a way that would cause nor contribute to the pt injury.